Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus. He could not deliver the insulin. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to unresponsive button. Insulin pump received with minor scratched display window and cracked reservoir tube lip.